Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Infutronix received a complaint from a patient's partner reporting pump was "underdelivering". Patient indicated their pain score was 10/10. Patient was advised to contact after hours on-call doctor for the anesthesia department. Patient's partner later reported they watched the medicine in the tubing and watched the bubbles flowing. The bubbles would stop at the clamp or the filter. They tried holding up the pump and even squeezing the bag. The numbers keep going up like the patient is getting medicine but they are not. The doctor prescribed additional oral medication to help with the pain. Patient's mother later contacted with additional information, reporting doctor informed them that students placed the catheter and it's quite possible that catheter placement is the issue and that the pump is working fine. The doctor told the patient to just leave the pump attached as it might be providing some relief. Patient's mother also stated that the patient was taken to the e.r. And placed on a morphine drip to get the pain under control. Patient was also sent home with a new prescription for more oral pain medication. Patient decided the pump was not doing anything and decided to removed it. Device operator was the patient. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. The volume infused was 96.31 ml. The programmed volume was 100 ml. So, the flow rate deviation is -3.69%. The flow rate accuracy is within +/- 5%, which meets the passing criteria. The reported issue is not confirmed. The pump meets passing criteria.